Manufacturer narrative:
We received one d200hf7 catheter with a b-d 3ml syringe and edwards contamination shield for examination. The reported event of "particles on the balloon" could not be confirmed due to no decontamination hold being placed, therefore the catheter went through the decontamination process. Examination of the balloon post deco found no particulates on the balloon surface, although the balloon is deformed. A measurement was taken for eccentricity and found the balloon to be within specification. The tip exposer was measured and was found to be out of specification. All through lumens were found to be patent and did not leak. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that particles were found present all over the balloon, prior to use. There was no allegation of patient injury. The swan ganz catheter is available for evaluation.